Manufacturer narrative:
One capnocheck was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Flow rate, leak test was conducted. However, the device did not function, confirming the reported customer complaint. Further visual inspection of the device found the elbow joint to the valve broken, and will be replaced. The device then passed all functional testing. The problem source was determined to be user interface as a result of impact.

Event description:
Information was received that a smiths medical capnocheck cannot calibrate c02 sensor. No adverse patient effects reported.